Manufacturer narrative:
(B)(4). Concomitant products: cat# 00630505032 liner standard 32 mm lot# 61308238. Cat# 00771100900 femoral stem 12/14 neck lot# 61304388. Unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01113.

Event description:
It was reported the patient underwent a right hip revision approximately 10 years post implantation due to elevated metal ions, mechanically assisted crevice corrosion, and pseudocapsule. The stem and shell remained intact. The head and liner were exchanged without complication. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent an initial right total hip arthroplasty due to dysplasia and severe degenerative arthritis. The patient was revised on due to failed hip arthroplasty. The patient had elevated metal ions in the blood. During the procedure, dark discoloration was observed on the anetrior inferior pseudocapsule. There was dark staining and stamping in the head taper. Poly liner was yellowed and the locking ring moved freely. The head and liner were replaced with new zimmer biomet products. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.